Event description:
It was alleged that the patient experienced a drop in blood glucose from 100mg/dl to 54mg/dl at 9:15pm on (B)(6) 2011 while he slept. A family member reported that he disconnected the patient from the pump and provided him with oral carbohydrates. He said that another family member transported the patient to the emergency room where he was treated with intravenous glucose. The family member confirmed that the patient blood glucose remained above 50mg/dl at all times. The family member reviewed the pump with customer support. He said that the home screen showed 30 units insulin remaining. When he removed the cartridge from the pump, he stated that the cartridge was empty. The pump history showed that the last bolus of 1.5 units was delivered at 5:47pm; this amount and time was confirmed as correct. The prime history showed 5 units primed today at 8:29pm; it was confirmed that the patient was not connected at the time of the prime activity. The family member confirmed that there were no rewind or load cartridge steps performed on (B)(6) 2011. The cartridge was changed on (B)(6) 2011 at 7:20pm and filled with about 50 units of insulin per family member and pump history. The total daily dose (tdd) showed 5.6 units bolus, 2.9 units basal for a total of 8.5 units on (B)(6) 2011; the tdd for (B)(6) 2011 was 4.9 units bolus and 2.5 units basal for a total of 7.3 units. The family member denied that the cartridge or the cartridge cap was manipulated while the patient was attached to the pump. Based on the troubleshooting performed with customer support, there was no indication that the pump malfunctioned. However, this complaint is being reported because the patient allegedly experienced a drop in low blood glucose overnight while using the pump and then required medical intervention (IV glucose treatment at the hospital). A replacement pump was sent to the patient.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2011 device evaluation: the pump has been returned and evaluated by product analysis on 10/06/2011 with the following findings: a review of the total daily dose history from (B)(4) 2011 to the end of pump use on (B)(4) 2011 indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no insulin delivery issues occurring. A cartridge load step was performed, and the pump correctly detected the filled cartridge. Unrelated to the complaint, and unidentified low force was observed in the pump history.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.